Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown. Pt gender/sex: unknown. Initial reporter: contact name at the surgery center was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a ''mechanical complication''. No further information was provided.

Manufacturer narrative:
Pt age/date of birth: (B)(6) 1951. Pt gender/sex: male. The manufacturing records for the intraocular lens (iol) were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. A search on complaints related revealed that no other complaints were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed. The visual inspection under microscope at 12x magnification showed the lens identified as tecnis toric acrylic 1-piece lens because of the type of haptics and the presence of marking holes. The lens was cut in half, most probably to make the lens explant possible. Considering the condition of the returned lens, no additional analysis was possible. The complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.